Manufacturer narrative:
The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No sample was available for evaluation. Without a sample, we are unable to perform a thorough follow up investigation. The reported condition could not be confirmed. If a sample should be returned at a later date, this complaint will be reopened, and the investigation updated to reflect our findings. Photos provided have been reviewed by the team. No issue can be seen on the photos. The root cause of the reported event cannot be identified. The associated data will be fed into the risk management quarterly report. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported due to gas leakage, cause patient¿s safety seriously.additional information received stated the device was leaking air. They were unsure where the leak was coming from. This was noticed after using and the leak effected the suction. The air couldn't be drained smoothly causing the patient's blood oxygen to decrease, but the healthcare provider noticed and corrected the issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.